Event description:
Report received via device registration system of 8711 connector damaged resulting in underdosage. The catheter was spliced with an 8709 piece & 45' pump connector-original catheter minus the connector remains implanted. Follow up with hcp revealed patient had very severe rebound spasticity and no other symptoms present other than a headache. Patient received compounded baclofen in the pump. A dye study was conducted and the catheter was found to have "come apart." The catheter was repaired with the 8709 catheter. The patient has recovered post catheter repair and is getting good response to therapy.